Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an air in line alarm on channel b was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty air in line printed circuit board on channel b. The channel b pumphead module was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review reveled that this device was not previously serviced for the reported condition of air in line alarm on channel b. (B)(4).

Event description:
The facility reported a colleague infusion pump with an air in line alarm on channel b, which was identified during bio-med testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.